Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a revision procedure current from the plasma blade leaked down the associated lead of this cardiac resynchronization therapy defibrillator (crt-d) and induced ventricular fibrillation (vf). Two external shocks were unsuccessful in converting the vf. A single shock delivered by the crt-d successfully terminated the arrhythmia and restored normal sinus rhythm. Both the right ventricular (rv) lead and the crt-d were explanted and replaced without incident. No additional adverse patient effects were reported.